Event description:
It was reported that during a colon procedure, the device stapled but would not cut. It was not reported how the procure was completed. There were no adverse consequences to the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.